Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. There was no reported impact to the customer's blood glucose level due to this reported issue. Reportedly, the customer continued to use the pump for insulin therapy.